Manufacturer narrative:
One opened sample was returned for evaluation and analysis. Visual examination using magnification revealed damage to the tip. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause for the damaged knife is unknown. It is unlikely that the damage occurred during the manufacturing process. (B)(4).

Event description:
A nurse reported during a procedure the surgeon noted the knife blade was dull. There was no harm or injury to the patient. Additional information has been requested.